Event description:
A taper ii lap-band access port was received in the allergan device analysis lab with paperwork enclosed from the physician indicating the access port was removed and replaced but did not indicate a reason for removal. Further f/u from the physician notes that the pt presented with "being hungry." The physician performed an upper gi to confirm a leak, but could not locate any notes for more details on that diagnostic. The physician did not have the serial number of the device.

Manufacturer narrative:
Taper ii. The product associated with this report has been returned, however, no analysis or testing has been completed at this time. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."